Manufacturer narrative:
Surgeon was able to get system working as intended. Software behaving as designed. No impact to pt reported.

Event description:
Site called in to report the crosshairs in the axiem cranial software were unlike what they were used to with past software. The surgeon alleged it was a malfunction of the stealth station. Surgeon was able to get it working as intended and completed the surgery with navigation. No impact on pt outcome was reported.